Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd luer-lok" disposable syringe the dr stated that the plunger was loose and medication was leaking out by the plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
Five sealed 1ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #6214947 (p/n 309628). The samples were visually evaluated. The syringes were removed from packaging. A visual inspection of each syringe was performed. No defects were observed. DHR review for batch 7298748 (p/n 309695). Manufacturing date: 10/18/2017 to 11/10/2017. Batch quantity was 90,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7298748 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.